Event description:
It was reported that the programmer had a broken screen. It was also requested that the software be returned with the investigative software removed. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the overlay screen was cracked, and the overlay screen bezel assembly was replaced. Analysis also found that the programmer had a loose electrocardiogram (ECG) connector, and the link electronic module (lem) board was replaced and calibrated, and the hard drive was reconfigured and all software was reloaded. There was a noisy system fan which was replaced and the programmer printer had noisy operation and the printer was replaced. Product ID r2067 radio frequency programmer head; product ID 229047 software analyzer.